Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d9, g3, h3, h5, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has noise with e216, image intermit/flicker image when angulated due to leakage/seal. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Event description:
It was reported that the bronchovideoscope screen says scope is unsupported when plugged in. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.